Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (malfunction for insulin cartridge leak), is related to case with patient identifier (B)(6) (serious injury/malfunction for delivery inaccurate).

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for hypoglycemia. The patient had symptoms of weakness and dizziness. The blood glucose result was 45 mg/dl on an unknown device. The type of treatment given to the patient was not provided. At the hospital, the blood glucose results were "between 60 mg/dl and 64 mg/dl". The hospital staff noticed that the insulin cartridge leaked insulin into the cartridge compartment of the infusion device. The patient was currently still in the hospital. The cartridge lot number was not provided. The insulin cartridge is not expected to be returned for product evaluation.